Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. The details of how the results were conflicting (customer stated that the patient's result said negative on a instrument, but positive on a print out) and note per the customer, "each rapid machine we use is connected to its own small printer (hardwired). Repeat testing was not performed. Confirmation testing with an unspecified platform on an unspecified sample generated negative results. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Additional information was requested but not provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1015837 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1015837 and test base part number 190-430 / lot 1015837. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1015837 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is was due to user error.